Event description:
It was reported that the pump displayed error code 1870. The blinatumomab infusion was found not to be running for approximately two hours, despite the device being programmed for continuous delivery. As this medication should not be interrupted for more than four hours, the device was subsequently replaced at the clinic. The event occurred during infusion and involved the patient; however, no patient harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.